Manufacturer narrative:
A sample product was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A nurse reported that there was an issue with an intraocular lens (iol) in a preloaded delivery system. In a follow up, the surgeon clarified the event as the lens shot out of the inserter and into the capsular bag, fortunately without any harm to the patient. The surgeon did not appreciate the lack of control he experienced additional information was requested.